Manufacturer narrative:
Results of investigation: the biomed shop's 'problem history' for this unit contains some 'anecdotal' entries that were never fully explained (1/96, 9/96). When the event on 2/6/97 happened, the biomed called the response center and told the story. He went through an evaluation of the unit with the response center on 2/10/96. After finishing the call, he noticed smoke coming from the unit. It was kept out of service until it had been repaired. He contacted his salesperson who arranged to have the unit repaired. A loaner was provided to the hospital for the three week period while the unit was be examined and repaired. The control board and pads cable were replaced. The unit was fully tested and returned to service in the hospital. They have had no further problems with the unit. Conclusion: there were no adverse consequences to the patient. The processor board and multi-use pads cable were replaced as a result of this incident. The unit was tested and returned to service in the hospital.

Event description:
The defibrillator was applied to the pt with the multi-use cables and pads. Energy select switch was set to 360j. Charge was initiated. Tone sounded to indicate full charge. Within one minute the physician ordered the defib to "disarm", because it was no longer needed. The cath lab staffperson turned the energy select dial to "monitor on " and when she turned to walk away the defib allegedly discharged >200j into the pt based on muscle contraction typical of high energy defibrillation. The pt was not injured.